Event description:
Consumer reported complaint for the trueplus 31g syringes. Customer stated that the plunger cap was missing from the syringes. The package had not been open or damaged when received by the customer. This was the first time the customer is using the product out of this package. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 20-dec-2021 to ensure the initial concern is resolved - able to establish contact with customer who stated replacement products had been obtained and that the initial issue has been resolved.

Manufacturer narrative:
Sections with additional information as of 15-mar-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer. Reported defect not reproduced on retention samples. Most likely underlying root cause:: mlc-028: there was not enough information to determine the mlurc.